Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. There were no reported device malfunctions or product deficiencies. The reported patient effects of dissection of the coronary artery is listed in the xience prime, xience prime sv, and xience prime ll, ce, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in the distal right coronary artery (rca) with moderate tortuosity, mild calcification and 99% stenosis, pre-dilatation was performed with an unspecified 1.5x8 mm balloon. A 2.75x12 mm rx xience prime stent delivery system (sds) was advanced without resistance and deployed at the lesion site; however, a proximal edge dissection occurred. Another xience prime stent was used to treat the dissection. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.